Manufacturer narrative:
D3, d4: updated. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that the upstream luer at the tubing site was separated from the tubing. The cannula was found to be damaged, with the tip missing. The reported cannula issue was confirmed. The probable cause of the disconnection was determined to be unintentional damage to the cannula during removal.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes reported that glucose levels had been rising since approximately 7:00 pm and were not responding to insulin boluses as of 11:00 pm. Pwd removed the infusion site to change it, suspecting it as the cause of unexplained hyperglycemia. Upon removal, the cannula appeared unusually short; photos suggest a length of approximately 1¿2 mm rather than the expected 6 mm. Pwd reported feeling something hard on the stomach when removing the site, which was flicked off; it is unclear whether this was a fragment of the cannula. Pwd was encouraged to contact the hcp to report the possibility of a cannula fragment remaining in the skin and verbalized understanding. Education was provided regarding expected pump behavior when insulin is not effectively delivered despite active insulin on board. Pwd stated being comfortable administering a 5-unit correction bolus to bring glucose closer to the 120 mg/dl target. Insulin action time and the importance of reviewing correction recommendations hourly until glucose improves were reviewed. Pwd denied feeling ill and had not yet checked ketones; education was provided on monitoring ketones when glucose remains above 250 mg/dl for several hours. Pwd sent photos of the infusion site, which were attached to the case email. R&r was processed. Kskaggs. Pwd will be returning an additional infusion site from case #14862. Pyanez. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. The patient is a 29-year-old, white, non-hispanic/latino female and weighing 220 lbs.